Manufacturer narrative:
Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The device was returned to pentax media service for further evaluation on service order (B)(4) where it was reprocessed and inspected. The scope passed the wet and dry leak tests. Cleaning, disinfection, video calibration and angulation adjustment was performed and the endoscope was returned to the customer. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided that an eg29-i10 video gastroscope was sitting for over seventy-two (72) hours without being properly high level disinfected. The end user stated that they did not follow the rifu (reprocessing instructions for use) in regards to timely reprocessing after completion of a procedure as the endoscope was left soiled. The scope is being sent in for delayed reprocessing due to severe winter storms throughout (B)(6).